Event description:
It was reported to philips that the system was not booting up completely. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the monitors in the control room and flex vision intermittently go blank, as a result, fluoroscopy and exposure were not possible. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and it was alleged that the host pc would not boot, this is expected. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of host pc loaded ghost back up and license file by the fse has resolved the reported issue and restored the functionality of the system. In addition, the fse replaced the hard disk as a precautionary measure to prevent software corruption. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.